Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) was high at 140 ohms during initial implant testing. It was noted that this patient weighed 410 pounds and had gained over 30 pounds in the last 6 months. Upon closure of the pocket and a couple of hours later, the impedance went down to 85 ohms. This s-ICD was successfully implanted. At the patient's routine follow-up, the shock impedance had risen up to 140 ohms. X-rays were taken and revealed possible adipose tissue underneath the lead which was closer to the surface of the chest rather than on the sternum along with a gap between the fascia and the generator causing the generator to become tilted. The physician elected to explant this s-ICD system and replace it with a new transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) was high at 140 ohms during initial implant testing. It was noted that this patient weighed 410 pounds and had gained over 30 pounds in the last 6 months. Upon closure of the pocket and a couple of hours later, the impedance went down to 85 ohms. This s-ICD was successfully implanted. At the patient's routine follow-up, the shock impedance had risen up to 140 ohms. X-rays were taken and revealed possible adipose tissue underneath the lead which was closer to the surface of the chest rather than on the sternum along with a gap between the fascia and the generator causing the generator to become tilted. The physician elected to explant this s-ICD system and replace it with a new transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.